Event description:
It was reported that medfusion pump did not deliver the antibiotic medication, despite pump alarming complete infusion, the whole medication volume was still in the syringe. Another pump was used for the medication delivery, receiving medical treatment related to diagnosis, infusion life-sustaining,no patient injury was reported.

Manufacturer narrative:
Customer caused reported problem. When checking the most recent programing the last two infusion rate was ran at 0.206ml/hr. For 15 min. That is a very small amount of medication, that is why the syringe is still full of medication. The pumps calibration was in spec for size, force, and position. There was no external damage to the device. Performed pm on device.